Event description:
As reported by the edwards field clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure upon removal of the 25fr dilator there was a completed avulsion of the left external iliac artery that required surgical intervention. Per the report, this patient was morbidly obese. The plan was to access the left common femoral via percutaneous access and deploy a 23 mm sapien via the 22 fr retroflex 3 (rf3) sheath. Left access vessels measured the following (left common iliac: 9.7mm, left external iliac: 8.13mm and left common femoral: 7.71mm in diameter). The left access vessels were moderate-severely calcified in the region of the lei and lcf vessels. The lci was moderately calcified. Following right heart measurements, insertion of the pacer, and co-planer view identification, the left common femoral was accessed. The lcf access site was pre-dilated with the 18fr and 23fr dilators. Next, the 22 fr rf sheath was inserted and was unable to advance past the bifurcation of the left external and left internal iliac arteries. The sheath was removed and the 25 fr. Dilator was attempted and was unsuccessful. The 22 fr rf3 sheath was reinserted and multiple balloon inflations with a 8.0x30 mm fox cross pta balloon were performed. A new 22fr sheath kit was opened due to scoring on the introducer and loss of hydrophilic coating on the first sheath set. The new introducer was reinserted and was unsuccessful crossing the bifurcation. The sheath was removed and then the 25fr dilator was attempted again. During insertion, there was heavy resistance and then a sudden release of resistance into the left external iliac. Upon removal of the dilator, a significant portion of external iliac remained on the dilator. Systolic blood pressure dropped to ~100 mmhg. Vascular surgery was immediately notified and a 32 mm coda balloon was inserted above the aorto-iliac bifurcation to occlude blood flow. An unsuccessful attempt was made to wire the left common iliac from the right common femoral artery access. The physicians started an open abdominal approach in preparation for surgical vascular repair. Vascular surgery placed an 8mm left common iliac to left common femoral graft. Following the repair the physician decided to proceed with sapien implantation. A 10 mm conduit was placed in the graft and a 22 fr retroflex sheath was inserted. The sapien was successfully implanted and mild posterior paravalvular leak was noted. Vascular surgery was called back to take down the conduit and close the abdominal cavity. The patient was transferred to the intensive care unit in stable condition. Twenty-four hours post tavr the implanting physician indicated the patient had been extubated and was doing well.

Manufacturer narrative:
The device history record (DHR) review of the effected dilator showed the device met specifications prior to distribution of device. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot. This may require exchange of the device over a guide wire; however, this can be performed with minimal delay in treatment and little risk to the patient. In this case, the physician placed a 12mm stent graft in order to allow safe passage of the device, however was not successful. Per the IFU and the patient screening manual, the dilator kit is contraindicated for tortuous or calcified vessels that would prevent safe entry of a dilator. Additionally, the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. The minimum lumen diameter for the rf3 (22fr) sheath is 7mm. Per report, the left external iliac artery diameter was (8.13mm), and the vessel was moderately-severely calcified and mildly tortuous. There was tracking difficulty encountered when the first 22fr sheath was inserted into the patient's vasculature. Upon removal of the sheath there was scoring on the introducer and loss of hydrophilic coating was also noted which was likely caused by vessel calcification. Next, there was resistance encountered when attempting to dilate the vessel using the 25fr dilator and multiple balloon inflations with a 8.0x30 mm fox cross pta balloon were performed in an attempt to dilate the vessel. In this case patient factors and procedural considerations such as severe vessel calcification and/or tortuosity not appreciable on imaging could have caused or contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.